Event description:
In 2009, a female was scheduled to have an egd -endogastroduoenoscopy-. All allergies, history and medications were listed in the medical record prior to procedure. On arrival, the patient was given a disposable gown, which had both the armband and latex allergy band attached to it per patient's request. Patient had an active mediport that needed to be flushed prior to discharge. Nurse flushed the patient's mediport with 500 units of heparin, and then assisted her to the bathroom -to get changed, and ready for discharged-. Shortly after the mediport was flushed, the patient was heard calling for help. Patient complaining of shortness of breath, itching, tongue swelling. The patient was admitted for observation. Dose or amount: 500units. Frequency: once. Route: IV. Dates of use: 2009. Diagnosis or reason for use: mediport flush.